Manufacturer narrative:
Concomitant products: product ID 7495-51, # serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3587a, lot # l67721, implanted: (B)(6) 2000, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3587a, lot # l67721, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3587a, lot # l67721, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
It was reported the patient's device stopped working five years ago. The implant was no longer in use and could not be removed since there was scar tissue buildup. The patient had not used the implant for at least two years and the device may not have worked for the last five years. The device worked initially, but it did not alleviate all of the patient's pain. The healthcare professional did not know to what extent the device had helped the patient with pain relief or under what circumstances the implant stopped working. The patient needed an MRI of their head for an issue that was not related to the spinal cord stimulator. No intervention or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.